Manufacturer narrative:
The medical center discarded the impella product. The investigation into the reported limb ischemia is not possible without product return and analysis. Imaging was shared which does reveal existing peripheral arterial disease. Patient condition contributed to the limb ischemia that prompted an external bypass to perfuse the limb. The failure mode will be monitored and trended.

Event description:
A patient was admitted in cardiogenic shock suffering from an acute myocardial infarction. When admitted to the cardiac catheterization lab he was found to by hypoxic and in need of CPR. After 30 minutes of CPR the team was able to place an impella cp via the left femoral artery. The cp pump was placed despite observed iliac artery disease and a prosthetic valve, both of which made pump placement a challenge. After team was able to placed the cp to the patient's left ventricle, the team did observe a loss of the pedal pulse in the impella limb. The team placed a femoral-to-femoral external bypass to perfuse the left limb. The pump remained on for support for roughly 24 hours and was then explanted and escalated to an impella 5.5 placed via the axillary artery.